Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After activating the system the patient experienced issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Flouroscopy imaging confirmed the ipg had migrated within the pocket on the anterior thigh. Surgical revision was performed on (B)(6) 2023 to place a new ipg in a more superficial and more medial position on the top of the patient's thigh area. All implanted leads remained implanted and in use.

Manufacturer narrative:
There are no reports of external trauma or other events that may have caused or contributed to the migration of the implanted components. Flouroscopy imaging was utilized during the initial implant procedure to confirm the device was implanted at an appropriate location and depth. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.